Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The returned image showed a side port tube kink and the presence of air bubbles inside of the valve tube. In conclusion, the reported air ingress and side port tube kink were observed during device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the pulse field ablation system, there was an alleged product issue involving the sheath. The sidearm for the sheath was significantly kinked, and during aspiration, air was observed in the syringe as well as an air bubble in the sidearm tubing. The case was completed. No patient complications have been reported as a result of this event.